Event description:
Replacement of implanted device. On (B)(6) 2009: initial implant enterra device (B)(4). On (B)(6) 2016: device explanted due to lead erosion. On (B)(6) 2016: implanted enterra device. On (B)(6) 2017: device explanted due to lead erosion. Device implants: generator: (B)(6), lead 1: (B)(4), lead 2: (B)(4). Diagnosis or reason for use: gastroparesis.